Manufacturer narrative:
UDI for concomitant product (c2/d10) - tined lead: (B)(4), product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient was explanted. The patient developed an infection one month after the implant, which was confirmed by positive culture. Symptoms did not improve with antibiotics. Therefore, the device was performed on (B)(6) 2025. A bsc employee was not present because the doctor did not feel it was needed. The patient plans to reimplant once recovered.